Event description:
The missing low glucose alarm did not sound. The customer experienced symptoms of hypoglycemia and self-treated with cola, cookies and dextrose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.